Event description:
The report stated that the radio frequency ablation procedure started with the generator at 60w and increased 20w per a minute until at 120w. Five minutes after ablation started, the patient reported heat on his right thigh around where the patient return electrode pad was attached. The doctor checked, whether it had come loose, and after he confirmed it was still properly secured, he continued to ablate for twelve minutes without any break. Since temperature was then at 51c, he restarted to ablate from 100w and after a minute, he powered up to maximum 128w for six minutes with four breaks. After completion of the final ablation, he confirmed 2cm x 1cm blister on patient's right thigh. It was second-degree burn. Post-operatively the burn was treated with ointment, and the patient has now left the hospital.

Manufacturer narrative:
Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, patient condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode we were unable to determine if any defect of the product caused or contributed to the incident. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the patient is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Refused dispersive electrodes can dry out and be a source for burns, because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer, whenever the opportunity arises.